Event description:
The customer reported a speaker malfunction unknown if sound coming from the mx40. It is unknown if still sound coming from the device. The device was not in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Manufacturer narrative:
A philips field service engineer went for onsite service at the customer site. The device was sent to philips authorized repair facility (rft) for bench for evaluation. Results of functional testing indicate that speaker produced audible sound. Although the speaker was confirmed to be functioning per specification during testing it was indicated that there was no sound at the time of the event, the customer was provided a replacement mx40 patient wearable monitor per current process. UDI/gtin data correction to device identifier: (B)(4).